Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a laparoscopic sigmoid colectomy procedure, the surgeon went through the steps of doing a pursestring on the anvil. He had the resident dilate the patient from below with the eea sizers and then placed the stapler. The resident opened the stapler and they secured the anvil to the center rod. He closed the stapler and as it neared the green line, the surgeon noted the mucosa being pushed out where the stapler and anvil come together. He went ahead and had the resident fire the stapler and removed it with all the correct steps. Upon endoscopy, they determined that a staple was not formed. The surgeon was also concerned about the mucosa being squeezed out when the stapler fully closed. The donuts were complete and the anastomosis tested fine. The current status of the patient is unknown. Additional information received indicated that the patient was readmitted to the hospital eight days after the operation with a suspected mini-leak. The patient had fever and tachycardia. The physician treated with antibiotics and the patient was discharged the following day.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. Inspection under the microscope displayed nicks on the knife blade. The instrument anvil was not received. Functional testing was completed with a pmv representative anvil with acceptable results. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.